Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the device displayed channel error. The event occurred in neonatal intensive care unit (nicu). It was reported that the clinician disconnected and reconnected the devices and was able to restart the infusion. This was reported to bd associate during their site visit. There was patient involvement but no harm.